Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of an internal iliac artery stenosis with a gore® viabahn® vbx balloon expandable endoprosthesis. The patient had a prior iliac branch endoprosthesis in place. Access was obtained in an axillary approach using an 8fr 90 cm terumo sheath over a .035' floppy tip amplatz wire. The device was advanced but would not cross the lesion due to becoming caught on an ostial lesion. The device was attempted to be withdrawn back through the sheath, but during attempted withdrawal, the endoprosthesis came off the balloon catheter. An attempt to push the device forward using the delivery catheter was made but it was still not in an optimal spot. So a 3 mm balloon was advanced to pull the device down, but it was still approximately 2 cm higher than intended. A second vbx was advanced and deployed to complete the length of the treatment. The patient did well following the procedure.